Manufacturer narrative:
(B)(4).it has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4)

Event description:
Medwatch report received explained that the white plastic anchor on ventricular catheter was found to cracked with patient leaking cerebrospinal fluid (csf). This left the system open, and patient has developed an infection (menengitis). It is unclear how long the crack has been present (leaking csf noted today). (B)(6) 2015, in a phone conversation with the hospital it was confirmed that the device is being quarantined at the hospital per the hospital procedure. The device is not available for investigation.